Event description:
It was reported the sys had an intermittent stator error messages and the x-ray tube stator is not on, and the tubes' anode cannot rotate. The sys will not operate with this error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.